Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 23-dec-2021 approximately, roughly 90 days, the patient's infusion set's tubing detached/broken at the site connector causing leaking about two days in use. Therefore, his blood glucose level was between 150-250 mg/dl at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.